Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device paced and sensed normally during analysis and had normal telemetry operations. There was no hardware resets noted in the memory. A longevity calculation was performed which noted a nominal longevity of 7.1 years when the ventricle pulse width was increased from 0.50ms to 0.70ms. The device reached elective replacement time (ert) in 5.4 years, or 76% of its nominal longevity. The minimum longevity is 75%. The reason the device declared ert and then end of life (eol) within 5.7 months after noting 1.5 years remaining is that it switched to the higher current bin when the ventricle pulse width was increased from 0.50ms to 0.70ms. The longevity remaining estimate on the programmer is a snapshot in time and is dependant on the current drain usage, programming changes and other battery related calculations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that in (B)(6) 2009, this pacemaker had a magnet rate of 100ppm and 1.5 years of longevity remaining. However, in (B)(6) 2010, the device was at end of life (eol) and required replacement. It was also noted that this pacemaker is included in the crystal timing component failure mode 2 product advisory population. No adverse patient effects were reported.